Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00479. It was reported the patient¿s lead incision site is not healing. Surgical intervention took place wherein one lead was explanted and replaced. Note: is unknown which lead was replaced as such both leads are being reported.